Manufacturer narrative:
Analysis of the lead, model 388928, serial/lot no. (B)(4), found the lead body outer insulation separated at a butt joint, proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a lead insulation defect that occurred during a procedure. During first stage implant after connecting the lead to the extension it was realized that the insulation from the distal area of the lead¿s connector had dislodged. The conductors were uninsulated for a distance of round about 5 mm. The procedure was performed without anything noticeable. There was no extraordinary stress to the lead¿s connector area. The lead was replaced intra-procedural. There was no way to resolve or repair the uninsulated area. Due to the event, the procedure was delayed for about 15 minutes. The issue was noted as resolved. No symptoms were reported.